Manufacturer narrative:
(B)(4).the complaint device was not returned for evaluation. The comlpaint cannot be confirmed. It was stated that the patient inserted the sensor at their arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.